Manufacturer narrative:
Conclusion: dip switch settings reconfigured.

Event description:
It was reported by service report that the nurse call is not functioning. No pt involvement or adverse consequences are reported.